Event description:
On 11/9/96 pt was discharged home status post removal of brain tumor and placement of vp shunt. Pt transported by family and pt had seizure in car. Taken to another medical facility stabilized and readmitted here for removal of shunt due to infection. Neuro status deteriorated on 11/10/96 and pt declared braindead.